Manufacturer narrative:
As reported, after a saber rx 2x20mm 155cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated, the balloon ruptured at six atmospheres (6 atm). Therefore, it was replaced with a new saber pta (2x40mm). The procedure finished successfully. There was no reported patient injury. The patient¿s information, target lesion, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty encountered when removing the product from the hoop. There was no difficulty encountered when removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components.  No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and maintain negative pressure. The saber balloon was inserted into the patient after a non-cordis sheath introducer was inserted and a non-cordis guide wire had crossed the lesion. The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17312806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a non-cordis sheath introducer was inserted and a non-cordis guide wire crossed the lesion. Then a saber rx 2 mm 2 cm 155 was delivered to the lesion and inflated. The balloon ruptured at 6 atmospheres (atm). Therefore it was replaced with a new saber pta (2 x 4). The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis.  The patient¿s information, target lesion, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty encountered when removing the product from the hoop.  There was no difficulty encountered when removing the protective balloon cover.  There was no difficulty encountered when removing the stylet or any of the sterile packaging components.  No kinks or other damages were noted prior to inserting the product into the patient.  The device prepped normally and maintain negative pressure.  The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown.